Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for two patients with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. The customer did not believe the meter results for both patients, and samples for laboratory testing were collected. At 15:55, patient 1's meter glucose result was "greater than 600" mg/dl. At 16:00, patient 1's laboratory glucose result was 352 mg/dl. At 16:39, patient 2's meter glucose result was 471 mg/dl. At 16:45, patient 2's laboratory glucose result was 2649 mg/dl.